Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there had been a sudden increase in lead impedance, variable impedance, and the impedance was greater than 8000 ohms at times. The technical consultant suspected a lead fracture. The lead was capped and a new lead implanted. There were no patient complications reported as a result of this event.